Event description:
It was reported that when using the bd pyxis¿ medstation¿ es active patients were missing from the system and three patients deceased for over one year were displayed. The device had functioned normally the previous day. Due to the missing patient records, staff entered patients as temporary entries. A station reboot was performed, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were 3 deceased patients shown up and multiple current patients went missing. A technical support specialist dialed into station and checked the station time which was behind by 10 minutes and fixed it. Then proceed to check logs which communicated fine and performed data sync on station using a knowledge article, patient missing on a bd pyxis medstation es. Later customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.